Event description:
The pt reportedly has a history of poor performance issues with her cochlear implant. The company was notified the pt has not used her external equipment since 2007. The pt reportedly experienced pain at the implant site. It has also been reported that the pt's lymph nodes at the base of her neck, ipsilateral to the implant, were enlarged. Testing indicated that the device was functioning. Surgery to explant the pt's device will be scheduled.